Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor reported less than 50% symptom relief. Additional symptoms reported included a prickly/burning sensation in the right foot since implant, having to go to the bathroom every 45 minutes, and not feeling stimulation in the pelvis. The patient reported that the device has not worked great since implant ((B)(6) 2015), but for the last 6-8 months it has gotten worse. The patient was advised to follow-up with their healthcare provider (hcp). Symptom onset was noted as gradual. A follow-up letter from the hcp indicated that the patient had not yet seen hcp as of (B)(6) 2016. Patient status at the time of this report is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.